Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- bilateral patient. Litigation alleges that patient has experienced pain, difficulty walking, continued swelling, and nerve damage. Doi: (B)(6) 2010 - dor: none reported (both sides). Patient is a resident of (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A review of the device history records for lot codes 3104373, 3009476, 3104369, and 3000266 did not reveal any related manufacturing anomalies. Medical records and xrays were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.